Event description:
The patient underwent full revision surgery due to high impedance. The explanted devices were discarded per hospital policy. No additional relevant information has been received to date.